Event description:
Customer reported device = 400 mg/dl, lab = 95 & 118 mg/dl taken five minutes apart. No treatment was given. Level 2 control is not in range. A request was made for return product and replacement product was given.